Event description:
It was reported the patient experienced a loss of therapeutic effect and "terrible" pain. The patient was unable to adjust stimulation. The patient programmer showed "call your doctor icon" (power on reset (por)). The por was cleared and the patient was able to "turn therapy back on." The device was charged every other day. The patient did not have any medical tests. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 748240, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 64002, lot# n211753, implanted: (B)(6) 2011. Product type: adapter: product ID 37651, serial# (B)(4). Product typ: recharger: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3389-40, lot# j0437510v, implanted: (B)(6) 2004. Product type: lead: product ID 3389-40, lot# j0421661v, implanted: (B)(6) 2004. Product type: lead. (B)(4).